Event description:
It was reported that during the procedure, this right ventricular (rv) lead was attempted to be implanted due to an unknown reason. The lead was replaced with a new one. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).